Manufacturer narrative:
The product was not returned for analysis. Investigation of batch records compounding and filling showed no remarks related to the mfg process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Our lab retested a retention sample of this batch and all results on the retain samples are conform the specifications for the tested parameters (ph, osmo, lal). Batch record review showed that all testing results are within specification. Add'l info was requested on 09/03/2010 and 09/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A director of surgery reported two cases of endophthalmitis following use of this product, along with other surgical products. Both patients were treated with medications and were seen by a retinal specialist. The pt's symptoms are improving and are being monitored by their doctors. The director stated that the product is not being blamed for the event and the facility is investigating the incidents. She was not able to provide any identifiers for the patients involved. Add'l info has been requested.